Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3389-28, serial#: (B)(4), product type: lead. (B)(4).

Event description:
It was reported that a lead was used on (B)(6) 2012 that had a bent tip. The lead was implanted. After implantation impedance testing was performed on only conductor #0, and it showed that the impedance was "high". The value of impedance was not reported. No further information was received.